Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter was prompting an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call by a senior cca. The patient reported that she obtained the unknown error message in the latter part of (B)(6) 2017; she was unable to recall the error number. The patient manages her diabetes with lantus and novolog insulins and tradjenta oral medication. She reported that a couple of days after obtaining the error message, she consumed less food/drink. She reported that between 9 and 10am in the first week of (B)(6) 2017, she was brought to the hospital emergency room where she received more insulin as treatment (60 units of novolog and 55 units of lantus) from an hcp. She also reported that she received a laboratory a1c result of 12%. At the time of troubleshooting, the cca walked the patient through a retest and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event, i.e. Dizziness and disorientation requiring hcp intervention, after obtaining an unknown error message on the subject meter.